Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative has not inspected the system on-site and/or made any repairs. No findings possible at this time.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system trackers were intermittently functioning. It was reported that when the system was rebooted, the trackers functioned normally. The procedure was completed successfully with the imaging system and there reportedly was no delay because of this issue. The patient was not impacted.